Manufacturer narrative:
Batch review performed on 16 august 2019: lot 156291: (B)(4) items manufactured and released on 19-feb-2016. Expiration date: 2021-01-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director: two years after primary cemented tka, the surgeon revised the 10 mm-thick poly to a 17 mm. This may induce to think that the cause for pain was secondary instability, which is a known possible complication after tka, often caused by secondary stretching of ligaments or loss of tone of soft tissues surrounding the joint. No other evident causes for pain could be determined with the information at hand. Additional implants involved in the event, batch review performed on 16 august 2019. Gmk-sphere 02.07.1201r gmk tibial tray cemented right s1 (k090988) lot. 164890 lot 164890: (B)(4) items manufactured and released on 27-set-2016. Expiration date: 2021-01-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.12.0110fr sphere insert flex right 10 mm s1 (k121416) lot. 154761 lot 154761: (B)(4) items manufactured and released on 14-gen-2016. Expiration date: 2020-12-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed after 2 years and 2 months from the primary due to pain and the cause of pain is unknown. The surgeon revised the femoral component, tibial tray and insert (10 mm exchanged with liner 17 mm) successfully.